Event description:
Patient reported "internal and external rupture of prostheses" diagnosed via MRI. Healthcare professional later confirmed "internal and external rupture" via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.